Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review of non-sustained right ventricular oversensing (nsrvo) episodes, the implantable cardioverter defibrillator exhibited myopotential oversensing. Programming changes were discussed and no further information was available.